Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer continued to receive sensor error alarms. His blood glucose level was between 50-150 mg/dl. The customer could see blood inside the sensor tip. The transmitter was damaged. The product was not returned. Nothing further to report.